Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, station was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connected to the network. The field service engineer (fse) identified a faulty network port and relocated the station to a different port. After rebooting the station, all drawers went offline on the bus. The fse reseated the cables at both the communication sled and the drawers, but the issue persisted. Further investigation revealed that the network interface card protocol had lost its address. The fse reentered the correct ip address, which resolved the network communication issue. The system functioned as intended after the field service engineer repaired the device.